Manufacturer narrative:
The tandem t:flex pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the cartridge was filled with 220 units of insulin. Additionally, it was reported that humalog u-200 insulin was being used in the cartridge. The customer was able to load a new cartridge successfully. The customer's blood glucose level was 127 mg/dl.